Event description:
It was reported that the customer had an issue with the reservoir compartment. Customer stated that the support cap was sticking out. Customer also stated that he is pushing it back so he can get more insulin. Customer reported that the pump has fallen a few times in the past. Customer has treated with the pump. Customer stated that his blood glucose level has been high the last few days due to the issue with the drive support cap. Customer declined troubleshooting for high blood glucose levels. Customer has pressed the cap while connected. Customer has not had any adverse effects, but when he presses on the cap, it will make his blood glucose level normal. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).